Manufacturer narrative:
Pump passed the functional tests, including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.0873 inches. Successfully downloaded history files and traces using thump. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 07/27/2025 listed on smartsolve due to insufficient data in the trace/history files. No pump error 43 or pump error 130 alarms noted during testing. However, pump error 43 confirmed in the pump history/trace files on [07/27/2025 at 18:57:27.000] and pump error 130 confirmed in the pump history/trace files on [07/27/2025 at 18:59:19.000]. During visual inspection, no loose or disconnected motor flex connector noted on j5 at pcba1. Pump was cut open to perform visual inspection and found dried insulin on the motor slide. Test sc1-cap properly into place. The following were noted during visual inspection: scratched case, cracked keypad overlay, pillowing keypad overlay, and stained keypad overlay. Alleged pump error 43/pump error 130 alarms confirmed in the pump history files on 27-jul-2025 due to dried insulin on motor slide. Unable to verify customer allegation for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer¿s insulin pump received pump error alarm 43-an error in the motor was detected by reading unexpected value from hall sensor, pump error alarm 130-this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement and experienced hyperglycemia. The customer also reported that while sleeping the sensor went out and the smartguard was not on. The customer blood glucose value was 172 mg/dl and hyperglycemia was treated with insulin pump. The event involved product mmt-431ag,mmt-7040ma,mmt-1884,mmt-342. Troubleshooting was performed. Customer was able to clear the error but was unable to complete the rewind process. Customer was using the insulin pump within 48 hours of the reported event. The auto mode feature was active at the time of the incident. No further patient complications were reported. No product return was required for mmt-431ag,mmt-7040ma,mmt-1884,mmt-342.